Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 300 mg/dl. Reportedly, the pump supplies were changed to address the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information. Customer declined to provide the backup method of insulin delivery.